Manufacturer narrative:
E3: occupation: tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device dilators wound not snap into sheath. It kept on slipping out of sheath. The patient was not injured, medical or surgical intervention was not required. The event occurred intra-operative. No concomitant devices were used with the involved device. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 10 oct 2023: the user did not have difficulty in inserting the locator into the hub. The user did not succeed in mating the locator and hub i.e., did the user successfully insert and lock the locator in the hub. There was no audible click on mating. There was no tactile feedback after mating. The user was unable to mate the locator with the hub after many tries. The user attempted to mate the locator and hub many times. The locator separated after mating with the hub. The locator was loose and failed to stay in place. The separation did not occur when device was in the patient.

Manufacturer narrative:
This report is being sent as follow-up 2 to correct the MFR report number submitted on follow-up 1. The correct MFR number should be 3013394970-2023-00627.